Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an appendectomy, the needle of the device separated from the thread and the procedure was stopped. Another product was used to resolve the issue. No patient injury.